Manufacturer narrative:
During ge healthcare technician checkout, it was found that failure of expiratory flow sensor electrically erasable programmable read only memory (eeprom) occurred when starting up the system. The error was resolved by reboot. Patient information could not be obtained due to country privacy laws. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the unit was not able to switch to ventilator after inducting the anesthesia. It recovered by reboot. There was no impact on patient.